Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that an occlusion alarm occurred, and the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. In addition, it was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts and would only beep instead. Customer¿s blood glucose level was 237 mg/dl. The customer reverted to manual injections for insulin therapy.